Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the discharge date/time for a patient's profile need to change. A technical support specialist enabled str-proc0203 in the production cce to put double quotes in the discharge date field for a06 messages. The system functioned as intended after technical support specialist troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be es vm small 2016 server w/sql <15 mains.

Event description:
It was reported by the customer that a pyxis medstation es system patient dch was in error.the customer stated that there was a delay in patient care workflow.there were no adverse events or injuries reported based on this event.